Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 485 mg/dl. The customer was treated with manual injection. Customer¿s current blood glucose is 142 mg/dl. The customer declined troubleshoot for high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08760 inches. No possible over/under delivery anomaly noted.